Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Technical support arranged replacement pump and instructed customer to use multiple daily injections as backup.